Event description:
Additional information was received from the manufacturer representative (rep) indicating that the patient was scheduled to be seen on (B)(6) but rescheduled and a new date is to be determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported that there was battery problem. Other relevant medical history includes spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient husband reported that his wife battery would heat up when she began to charge. It was taking her longer to charge and the battery was not retaining a charge. The patient had an appointment scheduled at their doctor office on the (B)(6) 2016 where they will be met by the manufacturer representative (rep). The cause or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.